Event description:
Event description guidant received information that upon interrogation of this patient's pacemaker, noise was noted on the ventricular and atrial leads. Impedance and threshold measurements are good, as well as the daily measurements. This noise was noted, to begin, on episodes shortly after the device was replaced several months ago. The logbook reports episodes of noise, that were stored as premature ventricular contractions, and ventricular tachycardia. There is no loss of capture recorded and the patient has been asymptomatic.